Manufacturer narrative:
(B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a left anterior descending artery (lad). A 2.50 x 48 synergy stent was deployed in the lad. Following deployment, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 2.50 x 32 synergy stent was deployed proximal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable following the procedure and fully recovered.

Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a left anterior descending artery (lad). A 2.50 x 48 synergy stent was deployed in the lad. Following deployment, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 2.50 x 32 synergy stent was deployed proximal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed, and the patient was reported to be stable following the procedure and fully recovered. It was further reported that the target lesion was located in the mildly calcified and mildly tortuous lad. The lesion was predilated with a predilation balloon. No other devices were used to help deliver the stent at the lesion site. There were no issues with stent deployment.

Manufacturer narrative:
E1 initial report address 1: (B)(6).